Event description:
A weld on part e7130 appears to have failed and the piece of the table connected through the e7130 weld fell to the ground.

Manufacturer narrative:
The device is being returned to manufacturer for evaluation. Evaluation of initial information appears it was likely there was a weld failure.

Event description:
A weld on part e7130 appears to have failed and the piece of the table connected through the e7130 weld fell to the ground.

Manufacturer narrative:
The device and part e7130 were evaluated and a defect in the weld was identified as the root cause for the malfunction that occurred in this reported incident.